Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Primary revision. Loose acetabular shell. Changed shell to competitive implant. Swaped femoral head.

Manufacturer narrative:
An event regarding loosening involving an unknown pca shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: clinician review: a review of the provided medical records by a clinical consultant indicated: "no clinical or past medical, no primary operative report and no x-rays are available for review and no examination of the explanted components is noted. After twenty-six years in situ, some poly wear, osteolysis and acetabular loosening is not unexpected with the components available in 1990. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation." Conclusions: a review of the provided medical records by a clinical consultant indicated: "no clinical or past medical, no primary operative report and no x-rays are available for review and no examination of the explanted components is noted. After twenty-six years in situ, some poly wear, osteolysis and acetabular loosening is not unexpected with the components available in 1990. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation. "If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Primary revision. Loose acetabular shell. Changed shell to competitive implant. Swaped femoral head.